Manufacturer narrative:
The device was manufactured march 17, 2016 ¿ march 19, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was unable to identify the reported underinfusion issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The expected therapy time was reported to be 24 hours; however, after 24 hours, approximately 115ml (50%) of the volume remained in the device. The device had been filled with 12000mg flucloxacillin in 230ml sodium chloride and citrate buffer. The device was connected to a midline line via a catheter. The nurse reported that there were no issues with the midline access. There was no patient injury or medical intervention associated with this event. No additional information is available.